Manufacturer narrative:
Concomitant products: product ID 3886: lot# j0209777v, implanted: (B)(6) 2002, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: neu_unknown_ext, implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
The consumer reported via the company representative that the patient had fallen off of the roof in 2004 and displaced a couple discs in their back and needed an MRI, so the implantable neurostimulator (ins) system was removed. When they removed the device they found that one of the leads was "snapped in half" and they believed that had happened from the fall. It was noted that the device had worked while the patient had it, but they were not thinking about getting another one at the time of the report because of the ongoing medical situation with their back. Indication for use: urinary interstim stimulation